Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed suction that progressed to a death spiral while on impella cp support. The patient expired after multiple codes and therapies (repositioned pump, epinephrine, vasoconstrictors, levosimendan, and intubation). The patient was completely dependent on the impella. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.